Event description:
It is reported that the zimmer skin graft mesher has damaged comb. There was no patient harm, the procedure was completed with an alternate device but there was a delay in surgery.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on march 1, 1999 and was previously repaired on march 2, 2006. Evaluation of the device observed damage to the right end of the comb. Additionally, the side plates, roller, and roller gear were visibly damaged. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, side plates, roller, roller gear, rear cross member and serial number plate, ratchet gear, and sliding pin. This device has not been returned to zimmer surgical for maintenance for 8 years; therefore, lack of preventative maintenance and improper handling most likely was the cause for the damge to the comb of the device, as well as the damage to the side plates, roller, and roller gear. The device was serviced and returned to the customer.